Event description:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unit received with shifted end cap sticker.